Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified or reproduced. Evaluation found that the device turned on when the key was inserted. No causality was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on when the key was inserted. There was no known patient injury or medical intervention associated with this event. No additional information is available.